Event description:
A surgeon reported that an intraocular lens (iol) was exchanged due to myopia and astigmatism. The patient was experiencing blurred vision. The iol was replaced with the same model lens. Add'l info was received from the surgeon who indicated the event continues following the iol exchange.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. File info provided indicated the use of an unk cartridge and hand piece combination. The viscoelastic indicated is not approved for use with qualified cartridge combinations for this lens model. The product history records could not be reviewed for the associated cartridge because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone, fax, and mail. A completed questionnaire was received on (B)(6) 2013. (B)(4).